Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 2.75 x 12mm stent delivery system was returned for analysis. An examination of the crimped stent revealed no issues. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The undamaged crimped stent od (outer diameter) was measured and the result was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed a break at approximately 645mm distal from the distal end of the strain relief. There were also multiple hypotube kinks noted. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on additional information received on (B)(6) 2018. It was reported that stent deployment failure occurred. The target lesion was located in the left anterior descending artery. A 2.75 x 12 synergy drug-eluting stent was advanced to treat the lesion. However, during an attempt to deploy the stent, the stent delivery system did not work or did not open to impact the walls of the artery. The procedure was completed with another 2.75 x 12 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable. However, additional information received revealed that the shaft was broken.